Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that sometime post-op the patient experienced leg pain and could not walk for a long time following the operation. The patient was told the product could be taken out one year post-op by the surgeon. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.